Manufacturer narrative:
Results: inherent risk of procedure (stent embolism). Unknown (limited information on event received). None (no device received for evaluation). No results available since no evaluation performed. Conclusions: known inherent risk of a procedure (stent embolism). Unknown (limited information on event received). (B)(4). No facility details available at present. Awaiting further information.

Event description:
It was reported that the stent detached from the catheter prior to inflation. No further information received on event. No patient injury reported.